Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The web was implanted and the delivery system was not returned for evaluation. The root cause cannot be determined. The instructions for use (IFU) identifies hemorrhage and vessel dissection or perforation as potential complications associated with the use of the device.

Event description:
It was reported that treatment was performed on an unruptured terminus bifurcation aneurysm in the internal carotid artery. After deployment of the web, an aneurysm rupture and slow bleed was identified. A balloon was inflated and the bleeding stopped. The patient was reported to be "awake and ok" with "no headache" approximately one hour after the procedure. The patient is currently reported to be doing "great."